Event description:
It was reported that the implant failed after trying to replace stainless steel abutment with a plastic abutment due to allergic reaction to the stainless steel abutment.

Manufacturer narrative:
Though there is no indication that the implants involved malfunctioned or that permanent damage resulted in this case, this event meets the criteria for reportability due to the fact that surgical intervention was required to preclude permanent damage to a body function.